Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance issue. Additional information is being requested from the field. A new device was implanted and remains in service. No additional adverse patient effects were reported.